Event description:
The dealer state the device was alarming with the yellow light. Then a few days later it was alarming with the red light alarm. The dealer states that after the device was shut down for 5 days it tested at 90% but that was at 5 minutes of running.